Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to the device no longer working and the patient experiencing incontinence. The physician suspected that there was fluid loss from the device. All components of the existing aus were explanted and replaced with a new aus. There were no patient complications reported.